Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a cyto procedure last (B)(6), 2013. According to the complainant, during the procedure, the tip of the zero tip basket broke off inside the patient. The complainant confirmed that the pieces of the basket were retrieved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.